Event description:
It was reported that upon interrogation this implantable cardioverter defibrillator (ICD) revealed a code 1005, indicating an open circuit condition. It was noted that the shock impedance measurements were measuring greater than 145 ohms. The patient was in hospital after receiving shocks. The delivered shock accelerated uncorrelated ventricular tachycardia (vt) rhythm into ventricular fibrillation (vf) and the next shock was also delivered in initial polarity with out-of-range impedance and the rhythm was converted. Technical services (ts) reviewed the data, and this device was depleting normally with no signs of premature battery depletion (pbd). This device remains in service. No adverse patient effects were reported.